Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated, along with a p-wave amplitude measurement issue.

Event description:
It was reported that the right atrial (ra) lead was being replaced due to loss of capture and there were concerns regarding a sudden jump in impedance of the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.